Event description:
On (B)(6) 2012, a female pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure. After placement of a main body and two iliac leg grafts, the final confirmatory angiography confirmed endoleak. The physician suspected it as a type I endoleak, so he performed another angiography from the proximal side with occluding mainbody using a coda balloon. This showed the same endoleak, so he performed additional ballooning for the proximal neck. However, the same endoleak was still there. He then additionally placed a body extension because there was some room in the proximal neck, but the endoleak was not solved. He occluded the left and right junction in turns and performed angiography in the mainbody, and confirmed the fast leak from the right above the edge of the junction. He decided to take a wait and see approach and completed the procedure. The pt's condition after the procedure is unk as not provided by reporter and no images will be provided by the reporter.

Manufacturer narrative:
(B)(4): pt outcome is not provided by the rptr. Labeled in the IFU. Event investigation: still under investigation.